Manufacturer narrative:
Patient height reported as (B)(6). Additional patient identification: (B)(6). UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.5mm drill bit broke during an open reduction internal fixation (orif) of the proximal tibia procedure on (B)(6) 2017. The surgeon was drilling a hole into a 3.5mm locking compression plate (lcp) using a 2.5mm drill bit and competitor¿s drill to insert a screw. While drilling, one of the flutes on the drill bit got caught onto the threads of an already implanted unknown 3.5mm cortical screw and broke off. The broken drill bit fragment was left in the patient. Another drill bit was used to proceed with surgery. The plate and cortical screw remain implanted. Procedure was successfully completed without requiring other medical intervention. No surgical delay noted. Patient status/outcome was reported as stable. At this time, there are no plans to retrieve the broken fragment. The remaining drill bit has been discarded by the hospital. Concomitant devices reported: 3.5mm lcp proximal tibia plate low bend 6 holes/102mm/right (part# 02.124.204, lot# unknown, qty 1), 3.5mm cortical screw (part# unknown, lot# unknown, qty 1), stryker system 7 drill (part# unknown, lot# unknown, qty 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).